Event description:
On (B)(6) 2021, neotract was made aware of a patient that received a successful prostatic urethral lift (pul). On 30 sept 2021, it was additionally reported that during the procedure, an unspecified length of needle from the delivery device broke off during the implant deployment. The physician removed the entire length of the needle fragment from the patient¿s bladder and continued the procedure. No patient harm or adverse events were reported with the retrieval or procedure, and the procedure was completed.